Event description:
On (B)(6) 2026, the patient underwent endovascular treatment for an emergent penetrating aortic ulcer in abdominal aorta. According to the physician, the patient presented with a highly symptomatic, focal pau located in the infrarenal aorta, approximately 6¿7 mm from the lowest renal artery. Significant progression of the associated intramural hematoma was observed. Notably, the patient did not have an aneurysmal aorta. Due to the acute nature of the symptoms and the hematoma's progression, the patient underwent urgent endovascular repair using a gore® excluder® conformable aaa trunk ipsilateral leg endoprosthesis device and two gore® excluder® aaa contralateral leg endoprosthesis devices. While the ulcer was successfully excluded, the following observations were made: intraoperative 2d imaging suggested the graft limbs were fully expanded. Neither a cone-beam CT (cbct) nor "kissing balloon" angioplasty was performed during the primary procedure. Despite palpable femoral pulses and an absence of lower-limb ischemia, a CT scan was ordered the following day (B)(6) 2026) due to a short proximal seal zone and persistent back pain. This scan revealed focal compression of both graft limbs at different levels within the distal aorta. On (B)(6) 2026, a reintervention was done to reinforce the compressed limbs using gore® viabahn® vbx balloon expandable endoprosthesis devices (bxa117902b/ (B)(6) and bxa117902b/ (B)(6). A completion cone-beam CT confirmed that the stents were fully expanded. Subsequent imaging confirmed successful exclusion of the ulcer with no evidence of persistent flow or endoleak. The patient is currently very well. The patient tolerated the procedure and discharged home on (B)(6) 2026. According to the physician, the graft limb compression was primarily due to anatomical constraints. The indication for intervention was a focal ulcer rather than an aneurysm. Consequently, the distal aorta was not dilated, measuring only 18 mm in diameter. In this non-aneurysmal aorta, the native vessel provided significant radial resistance. The limited "working room" within an 18 mm vessel likely prevented the self-expanding limbs of the main device from opening fully (one limb was compressing the other in different spots).

Manufacturer narrative:
H6: code c21- a review of the manufacturing record for the device is going to be conducted. The device remains implanted and is not available for investigation. Evaluation is in process. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.